Event description:
While out of town noticed my (B)(6) daughter's dexcom not sharing with my phone. No notification and no alerts for no data. With my daughter being a year into t1 diabetes and her body you go through puberty, she has major bg fluctuations that require constant monitoring. The fact that a server crashes and there are no alerts fig or no data for the f/u app is beyond irresponsible. Especially on a holiday weekend. FDA safety report ID# (B)(4).